Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 145 after insertion.the RMA was authorized for the return of sensor for further investigation.the sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab.the review of the glucose plot showed two consecutive drop-out phases within 14 days apart (first on (B)(6) 2024 and second on (B)(6) 2024) due to significant differences between sensor readings and blood glucose measurements, which eventually triggered the sensor replacement alert.the potential root cause for the reported failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 07 february 2025. G3.date received by the manufacturer? 07 february 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On november 12, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.